Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump was also received with a blank display. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to a blank display. Unable to download history files and traces using thump due to a blank display. Unable to upload pump to carelink due to a blank display. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. A working test pcba 1 was used with the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and a blank display noted. A working test pcba 2 was used with the original pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and no blank display noted. A working test pcba 2 was re-installed with the original pcba 1, case, internal battery and motor. Powered the pump on using the aa 1.5v battery and continued self test. The pump passed the self test and no blank display noted. Blank display was confirmed, suspected on the pcba 2. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the battery compartment of the pump during analysis. Unable to verify customer alleged for high bgs. Unable to perform the required testing, upload pump to carelink, download history files and traces using thump due to a blank display. Blank display was confirmed, suspected on the pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with the reported allegation of a device malfunction also the reported a blank display and damage to the battery compartment. The customer reported a blood glucose value of 20 mmol/l. The customer reported hyperglycemia treated with manual injection and ems/emergency/ER was visited. The event involved product(s) mmt-1885. Troubleshooting was performed and the customer was not using the auto mode/smartguard feature at the time of the event also the customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported. The product return is required for mmt-1885.